Event description:
The customer reported via phone call indincating that the insulin pump had a prime/fill anomaly. Customer's blood glucose was 309 mg/dl. The customer was treated with manual injection. The customer stated that insulin squirting out during the prime process. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer declined to troubleshoot for high blood glucose.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.